Event description:
International affiliate reported that a slit/tear was noted in the device at the time of implant. The device was exchanged for new drain. No adverse patient consequences were reported.

Manufacturer narrative:
Result: the actual returned device was evaluated. Residual exudate is present along the entire length of the drain which indicates the drain functioned as intended before it was damaged. A cut/slit is present along the drain. Conclusion: user error caused event. The evaluation indicates that the complaint sample might have come into contact with a sharp object causing an slit/puncture through the tubing section of the drain during use. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping or the tubing and to subsequent structural failure of the device and / or fragments retention in the wound."